Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient got an infection sometime in 2009 which ended in device removal in (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.